Manufacturer narrative:
One device of lot number 6016716 was received for investigation. The investigation only occurred on the stopcock due to the inability to decontaminate the tubing. Visual inspection found the inner surface of stopcock assembly shows indications of a complete solvent bond. No gaps appear in the haze created by the solvent on the bonding region and the tubing was fully inserted. No adverse trends have been identified related to this issue. A device history review found no nonconformances.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stop cock came off the end of the IV tubing. The product fault occurred during infusion while in use with a patient. The tubing was changed out. There was patient involvement, and no patient harm/adverse event reported.